Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) and cardiac tamponade occurred. During a pulsed field ablation procedure, a versacross connect for faradrive kit was selected for use. The physician went in with intracardiac echocardiography (ice), checked for effusion which came negative and then placed the ice in right atrium for septal/fossa view. The physician went up with the versacross rf wire into the superior vena cava (svc) and followed with the faradrive sheath and versacross dilator. Then the physician dropped onto the septum and crossed with a force without delivering radio frequency. Then, the physician advanced the exchange rf wire into the left superior pulmonary vein (lspv) and pulled back the system into the right atrium. The mapping catheter was exchanged for the farawave catheter and ablated the posterior wall with eighteen applications. Then, the farawave was exchanged with a mapping catheter and confirmed the posterior wall isolation and pulled back into the right atrium. At this point, the patient systolic pressure dropped to 40s. The ice catheter confirmed there was a 1.3-1.5cm effusion. The physician drained 740cc total and stopped heparin. The patient was stabilized and kept overnight for observation. The device is not expected to return as it was disposed. While getting set up for transseptal, the physician placed the transseptal puncture system on the fossa and while preparing to apply radio frequency, the system had already punctured the fossa. There was no pe noted prior to procedure. The effusion after procedure was noted around the right and left ventricle. In the physician opinion, it is possible that the transseptal puncture led to the pericardial effusion. No versacross device malfunction during the procedure was reported.